Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon burst. The target lesion area was located in a severely stenosed blood vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a endovascular angioplasty of the upper limb veins. The device was advanced for dilatation. However, it was noted that the balloon was leaking gas and burst when it reached 8 atmospheres upon the first inflation for a few seconds. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon burst. The target lesion area was located in a severely stenosed blood vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a endovascular angioplasty of the upper limb veins. The device was advanced for dilatation. However, it was noted that the balloon was leaking gas and burst when it reached 8 atmospheres upon the first inflation for a few seconds. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.